Event description:
It was reported to boston scientific corporation in 2008 that a trapezoid rx lithotripter compatible basket was used during a procedure performed two days prior (patient gender, age and weight are unknown). According to the complainant, the handle of the basket broke at the end of the procedure during withdrawal. The stones were already in the basket. The handle broke without incidence on the basket functionality, but it was very uncomfortable for the nurse. The procedure was completed with the same trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Component(s), broken. Visual examination of the returned device revealed deformation marks where the handle and thumb ring are ultrasonically welded together showing that the two components were not fully in contact during the welding process. The thumb ring of the device had separated from the handle. The thumb ring was only secured to the handle on the sides of the tab that interlocked with the handle. The customer complaint was confirmed. The issue appears to have occurred during manufacturing. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.